Manufacturer narrative:
A review of our customer records reveals that the clinic did not report this incident into amo and there are no requests for service. A preventative maintenance was performed in december prior to this event and no issues were noted. The next service on this equipment was performed at the end of (B)(6) 2009 and no issues were found. No further information is available.

Event description:
A patient reportedly received a treatment for a different patient during a laser vision correction. The patient subsequently received an enhancement treatment; however, the patient is continuing to experience residual astigmatism, debilitating headaches, photophobia and dry eye. The doctor reported accepting the correct patient treatment at the display; however, the laser delivered the treatment plan for a different patient.